Event description:
It was reported that a shaft break occurred. A 15mmx3.50mm wolverine coronary cutting balloon was used for percutaneous coronary intervention (pci). During the procedure, when the device was delivered to the lesion, it was noted that the shaft broke. The device was removed from the patient in two pieces. The procedure was completed with another of the same device. There were no patient complications and the patient fully recovered.